Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error, low battery, and power loss alarms due to j6 connector resistance issue. No unexpected replace battery now alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm. Customer's blood glucose level was unknown. The insulin pump show replace battery with low battery alert prior. The insulin pump will be returned for analysis.